Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (unknown dose and concentration) and dilaudid (hydromorphone) (unknown dose and concentration) via an implantable pump for non-malignant pain and spinal pain. It was reported the patient needed their catheter replaced because their catheter was not delivering medication. It was noted that after their pump was replaced (due to normal battery depletion) they went in for a regular pump refill and their healthcare professional (hcp) found that the pump was not delivering medication, so the catheter needed to replaced. It was noted that the event first occurred at their first refill sometime between (B)(6) 2018 and (B)(6) 2018. The patient's catheter was replaced on (B)(6) 2018. It was noted that the patient's body must have already adjusted to not getting medication ("already went through withdrawals or something"). At time of catheter replacement, it was noted the patient was at 3.9ml or 4ml/day. It was not clear which drug that was for. It was asked and unknown if it was a gradual or sudden change in therapy/symptoms. The event date was 2018. No further complications were reported/anticipated.